Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to low blood glucose. Customer had a high of 299 mg/dl which dropped to below 40 mg/dl. Customer had a seizure and was transported to hospital. Customer has two loose teeth due to the seizure. Hospital treated with d50. Nothing further reported.